Event description:
Customer reported that the insulin pump alarmed button error. She has put her pump on suspend. Customer stated the keypad does not seem to be responding either. Blood glucose is 156 mg/dl. Customer stated that it is very hot where she is. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, a cracked reservoir tube lip and a missing end cap sticker.